Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in section b2. After review it was determined that hospitalization - initial or prolonged was incorrectly selected. The was no allegation of serious or permanent harm or injury.